Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98. Patient information: patient identifier: sid (B)(6).

Event description:
The customer reported a false positive architect stat high sensitive troponin-I result for a patient. The following data was provided (no customer cutoff value was provided, using the package insert overall cutoff of 26.2 pg/ml): on (B)(6) 2020 sid (B)(6) = initial result = 541.80 pg/ml (positive), (B)(6) 2020 (new sample collected) result = 3.10 pg/ml (negative); repeated = 2 pg/ml (negative). The customer stated heparin was administered immediately after the initial result of 541.80 pg/ml was reported. There was no harm to the patient reported. There was no adverse impact to patient management reported.

Manufacturer narrative:
The complaint investigation for a false positive architect stat high sensitive troponin-I result included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not completed as returns were not available. In-house testing for reagent lot 20399ui00 was completed. Trending review determined no trends were identified for the issue for the product. Device history record review on lot 20399ui00 did not show any non-conformances or deviations. In house accuracy testing of panels which mimic patient samples was completed using retained samples of the complaint lot. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I lot number 20399ui00 was identified.b3: date of event: corrected from ni to updated date of 12/24/2020.